Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a trial patient had a shocking or jolting sensation and had some ¿wires out that weren¿t supposed to be out.¿ it was noted that the patient was receiving some small shocks in her back instead of in the bicycle seat area. It was reported that the patient started experiencing shocks the day prior to the report and didn¿t have any falls or trauma associated with it. It was noted that the patient turned the external neurostimulator (ens) off and was still receiving shocks. The trial was started on 2014 (B)(6) and surgery was scheduled for 2014 (B)(6). Additional information has been requested but was not available as of the date of this report.